Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.010 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the tips on the fenestrated bipolar forceps instrument were not straight. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.